Event description:
A home pt's family member contacted baxter's technical service center to advise that there was moisture inside the door of the homechoice machine. Baxter's technical service center arranged for the home pt to receive a replacement cycler. No pt injury or medical intervention was associated with this incident, per the home pt's nurse.